Event description:
It was reported that during a da vinci hysterectomy procedure, the cable snapped on the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found at (B)(4) magnification. The breakage was consistent with majority of the pitch cable breakage. Excessive amount of bio-debris was observed at the wrist and back-end components, however, it was not clear if this contributed to the breakage. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.